Manufacturer narrative:
(B)(4). Results: aneurysm enlargement. Unknown cause of event. Conclusion: aneurysm enlargement. Unknown cause of event.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 52 mm diameter thoracic aortic aneurysm in zone 4. The proximal aorta was 32 mm in diameter. The distal aorta was 27 mm in diameter. The right iliac artery was 9.5 mm in diameter and the left iliac artery was 10.6 mm in diameter. The right femoral artery was 8.9 mm in diameter and the left femoral artery was 9.8 mm in diameter. The aorta has mild calcification. It was reported that during the patient¿s one month follow-up CT scan, the maximum diameter of the aneurysm had increased to 55 mm. At the patient¿s one year routine follow-up CT scan, the maximum diameter of the aneurysm had increased to 57 mm. On the patient¿s two year routine follow-up CT scan, the maximum diameter of the aneurysm had decreased to 56 mm. There was no evidence of a migration or an endoleak. No intervention has been planned. No clinical sequelae were reported and the patient is fine.